Event description:
It was reported that a patient experienced a breach in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd fluids. The breach in aseptic technique was not further specified. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with cefazolin and zidimbiotic (1 gram, everyday, intraperitoneally, duration not reported) for the event. It was reported that the patient recovered and was discharged twenty one days after hospital admission. Antibiotic treatment was discontinued. It was not reported if the patient was retrained on aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.